Event description:
The customer called and reported her blood glucose went up over 600 mg/dl. She declined to troubleshoot for high blood glucose and stated she believed it was just due to scar tissue and that she would speak with her healthcare provider. Customer stated she changed her infusion set and her blood glucose went down.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.